Event description:
It was reported via repair work order that the ibed awareness cpu was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: part shipped to customer. Device evaluated by customer.